Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave pulsed field ablation catheter the patient experienced atrioventricular (av) block, bradycardia, st segment elevation, and low blood pressure. When ablating the right inferior pulmonary vein (ripv) it was noted that the patient had low blood pressure. Glycopyrrolate, phenylephrine, and epinephrine were administered, but the patient did not respond to the medications. Upon review it was found that a moderate st segment elevation showed on all leads. Pacing was attempted, but the patient had av block which recovered in about five minutes. Intracardiac echocardiography (ice) imaging ruled out effusion. The procedure was cancelled due to the low blood pressure, bradycardia, and st segment elevation in the patient. Cardiac catheterization was performed to rule out blockage. The st segment elevation and low blood pressure recovered on their own in about twenty minutes. The patient fully recovered from the complications and woke up from anesthesia normally. The device is not expected to be returned for analysis due to disposal.